Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic totally extra peritoneal inguinal procedure, when the surgeon inserted the device into the patient there was now a "step off" from the dissecting balloon to the structural balloon, which the plus made it glide into the patient. It was more difficult and when pushed down into the patient, it shredded the peritoneum. The procedure was reverted to transabdominal pre-peritoneal to resolve the issue. The surgical time was extended for more than 30 minutes.